Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type: recharger. H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the cable insulation was torn at the donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead, product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead, product ID: m943899a, serial#: unknown, product type: accessory, product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for radicular pain and syndrome (radiculopathies) and spinal pain. It was reported the patient had a difficulty with recharging. The ins was not taking a charge since last weekend. The patient¿s scs system has been working fine until recently when the paddle started generating heat and wouldn¿t charge the battery in her back. The end of the paddle was getting really hot. The patient had a fall recently due to a diabetic incident but said that it was unrelated. They did an x-ray and everything was in place. A clear impedance check was performed. The paddle was inspected and the connection between the cord and paddle was very frayed. The patient was redirected to repair. Subsequently the patient reported they received the replacement recharger. The patient cannot recharge her implant. The ins is dead and has not had therapy for 2 weeks. The patient reported they had an episode of feeling her back was on fire the first friday of the year. It is not on fire anymore but now it hurts like hell because she cannot recharge her stimulator and turn stimulation on. The patient further reported she has never had a b elt and when she recharges she puts the rtm into her incontinence under wear and she has to put it next to her skin. The patient said she has to charge once or twice a week. The patient saw no device found (screen 16) on the controller. Worked with the patient to understand and carry out passive mode recharge and after several attempts patient successfully started a charge session with excellent recharge quality. The patient was redirected to repair for recharge belt. No further complications were reported/anticipated.